Event description:
Additional information was received indicating that the procedure was performed on the patient¿s left eye, and no patient harm occurred.

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned for an evaluation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the extended depth of focus company specific company 22.0 diopter, (1.5 extended depth of focus) lens model was exchanged for an unspecified company specific lens. The specific model/diopter were not provided. Due to the exchange of an extended depth of focus lens to a company specific lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the intraocular lens (iol) implantation surgery, the iol was explanted due to no improvement in distance and intermediate vision. The clinical reason for the explant was suboptimal best corrected visual acuity (bcva), and the lens was replaced with a monofocal iol. Additional information has been requested but is not available at the time of this report.